Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed prior to receipt. In addition, tool damage was also revealed on hybrid casing. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. This is believed to have been caused by damage induced during revision surgery. The manual capacitor leakage test revealed readings that were unstable due to flooded components. This is believed to have been caused by damage induced during revision surgery. The reported complaint of no lock could not be verified during this analysis, which was limited in some respects due to the device being damaged prior to receipt. This device had a gross leak failure at the caseband braze, which is believed to have been induced during revision surgery. Due to the state of the device the root cause could not be determined. This older device configuration is not currently manufactured. This is the final report.